Manufacturer narrative:
It was reported that the bed remote does not work. The customer verified that the bed is connected to a working outlet, and stated that the pendant would only work if they twisted the wires, but he does not see exposed wires. The issue could possibly be with the hand pendant or the control box. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The electric hand pendant is not functioning.